Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery, and deployment events (e.g., deployment difficulties), improper endoprosthesis placement, branch vessel occlusion or obstruction, and neurologic damage, local or systemic (e.g., stroke).

Event description:
On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu404015/14660045) to treat a thoracic aortic aneurysm. During the procedure, the tag® device reportedly moved proximally upon deployment, partially and unintentionally covering the innominate artery. The physician implanted an express® stent in the innominate artery, and blood flow was restored. The patient tolerated the procedure. On (B)(6) 2016, the patient reportedly suffered a stroke (bilateral infarction). The patient will continue to be monitored.